Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock lead impedance measurement. Also, a decrease in sensing was noted. The threshold and pacing impedance measurements were stable. The field representative suspected a micro dislodgement or perforation. Additional information indicated that a defibrillation threshold (dft) test was performed and all measured data were normal and consistent. The lead position was confirmed stable under fluoroscopy. The patient will continue to followed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.